Manufacturer narrative:
An immucor field service engineer visited the customer site on 20mar2018 to assess the testing instrument in question and subsequently realigned camera 2, and adjusted all roi sets to correct the camera. The fse also locked the mirror set screws with thread lacquer. After this fse work, the instrument was subsequently operating as expected. The internal immucor tracking number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported to immucor technical support an unexpected rh blood group mistype when tested on a galileo instrument.